Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy and menstrual cramps. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding / severe bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, dysmenorrhoea, back pain, metrorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back, pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), general abnormal bleeding, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. Abnormal bleeding (vaginal) added. Lab data and past medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy and menstrual cramps. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding / severe bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the genital haemorrhage, blood loss anaemia, back pain, metrorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back, pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, anemia. Removal date discrepancy: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: event dyspareunia added. Event outcome and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding / severe bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, dysmenorrhoea, back pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2010 and (B)(6) 2010. She received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back, pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury nos updated to pelvic pain, dysmenorrhea(cramping), abdominal pain, back pain,menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, anemia were added, reporter address updated, patient dob and device insertion and removal were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.